Event description:
It was reported that the patient's wife called and stated her husbands pump was alarming no disposable. Instructed caller to press stop/start to silence alarm. Pump settings reviewed. Rate is 50.0 ml/24 hours. Pump restarted and screen reads run. Encouraged caller to call back if they need any further assistance. No further needs. No additional information available. No patient injury reported.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.